Event description:
It was reported the patient received the following results within 15 minutes: 502 mg/dl and 123 mg/dl. Later that evening the patient received the following results within 15 minutes: 70 mg/dl and 247 mg/dl.